Event description:
It was reported that: "several defective lma silicone cuffs that are not inflating. There was no injuries or adverse event reported."

Manufacturer narrative:
(B)(4) three actual samples and six representative samples were received for investigation. For actual sample, received one unit of size 5 with batch number identified as 11f24l0127 and two unit of size 4 with batch number identified as 11f24h0169 and 11f24g0247. No abnormality observed on the returned sample. The actual sample and all representative samples have been tested for inflation and deflation test using syringe and returned samples able to be inflated and deflated. No issue with the sample. As a result, the complaint regarding silicone cuff is not inflating could not be confirmed. The device history record for lot 11f24l0127 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. The reported complaint of "silicone cuffs are not inflating" could not be confirmed. Three actual samples and six representative samples were returned for investigation. The actual sample and all representative samples have been tested for inflation and deflation test using syringe and returned samples able to be inflated and deflated. No issue with the sample. A device history record (DHR) was reviewed; no issue related to complaint was noted. Based on the findings, the complaint could not be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Correction to section h11: the narrative has been corrected as outlined below. Device evalutaion: the reported complaint of "silicone cuffs are not inflating" could not be confirmed upon investigation of the returned sample. One actual sample and six representative samples were returned for investigation. The actual sample and all representative samples have been tested for inflation and deflation and returned samples are able to be inflated and deflated. No issue with the sample. A device history record (DHR) was reviewed; no issue related to complaint was noted. Based on the findings, the complaint could not be confirmed.

Event description:
It was reported that: "several defective lma silicone cuffs that are not inflating. There was no injuries or adverse event reported.".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "several defective lma silicone cuffs that are not inflating. There was no injuries or adverse event reported."

Event description:
It was reported that: "several defective lma silicone cuffs that are not inflating. There was no injuries or adverse event reported."

Manufacturer narrative:
(B)(4)